Manufacturer narrative:
All buttons functioning properly. No damage/unlocked lcd keypad connector during visual inspection noted. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarm or prime/fill anomaly noted during testing. Device had minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had scratches affecting visibility of screen and buttons were sticky or non-responsive. The customer's blood glucose value was unknown. The customer was assisted with troubleshooting. The customer stated that the insulin pump piece of plastic was chipping off when twisting a piece will pop off when changing reservoir and had no delivery alarms. The insulin pump will not be returned for analysis.